Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 10:30 am, the result from meter was 4.9 inr. At 10:33 am, the result from the meter was 3.7 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 inr to 3.5 inr. The customer was anemic, had no heparin therapy, no new medications, no diet change, no new illnesses, and no unusual bleeding or bruising. The customer had antiphospholipid syndrome and factor viii deficiency. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
One of the customer's strips were returned for investigation. The returned strip was measured with a retention meter. Testing results: qc 1: 2.4 inr. The obtained qc value was in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.